Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14201. It was reported that during the implant procedure, the insulation was compromised on the first lv lead. High capture thresholds were observed. The lead was replaced. A new lead was placed, but high capture thresholds were again observed. The lead was not used. The patient was stable before, during, and after the procedure.